Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6), 2008. According to the complainant, the patient experienced vaginal pressure, pain, vaginal bleeding, and dyspareunia (specifics unknown). Reportedly, the patient underwent corrective surgeries in february and (B)(6) of 2012, and has experienced abdominal and pelvic pain, as well as a recurrence of her symptoms (specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.